Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to obtain a sample and lot number. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Per medwatch report (B)(4) per medwatch report, " crna placed the epidural catheter, removed the needle, gave a test dose, taped the catheter in place and started the epidural infusion. Crna has some difficulty threading the epidural catheter. Patient reported having pain, seen by anesthesiologist. Noted catheter didn't appear deep enough in relation to the catheter markings, that it should have been given an epidural space depth of 7 cm, catheter pulled back 1/2 cm, re-taped, patient re-dosed. Re-dose did not have an effect on relieving the labor pain so epidural was removed. On inspection of the epidural catheter, the blue tip end of the catheter was not present, 1/2 of the catheter was sheared off. X-ray of the lumbar spine on (B)(6) 2017. No signs of retained catheter, per neurosurgery clinical note, catheter piece either has come out or is too small to see against the background of the bone."